Manufacturer narrative:
The customer replaced the switch printed circuit board assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the customer was unable to access service mode. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested the part number for the top cover and switch printed circuit board assembly (pcba) which the remote service engineer (rse) provided.